Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
It was reported: "during spo2 monitoring of child with rad-8 at home, "bad sen" message suddenly displayed, but there was no audible alarm". No consequences or impact to patient was reported.